Event description:
Resident was being transferred from bed to wheelchair. Obtained a deep laceration approx. 11cm in length on left lower leg. Incident was thought to be the result of a sharp area on the bottom of footrest on the wheelchair.